Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers mother reported that the insulin pump had failed battery alarm. The customer blood glucose was unknown. The customer stated the contacts on the battery cap are neither missing nor damaged. The insulin pump will be returned for analysis.